Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's lead fractured during an ipg replacement procedure (reference MFR report: 3006705815-2017-07323) on (B)(6) 2018. Diagnostic testing showed high impedances on all contacts. As a result, the patient underwent surgical intervention to have the lead replaced with a new one. The patient was programmed post operatively and effective therapy was restored.